Manufacturer narrative:
(B)(4). Anti-backup failure which firing of the device. (B)(4). The analysis results found that the (B)(4) device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. Due to the antibackup feature being non-functional two unformed clips were fed. The remaining clips were conforming according to our manufacturing specifications. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. This finding is not related to the incident reported. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not fire. Another device was used to complete the procedure. No adverse consequences reported. There is no additional information available.